Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out again if the issue reappears, which the customer acknowledged and understood.